Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: "p/n #: 0700010000i s/n: (B)(6). Summary of evaluation: e2 error ¿ faulty digital board assembly replaced the digital board assembly, updated the software and completed qip device will ship back to the customer today." Probable root cause: software, front board, digital board, lcd touch panel, sidne or sdc communication, power supply, filter / fuse, connectors, manufacturing/ service nonconformity, degradation from cleaning, use error, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.